Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient had severe infection for which he was prescribed antibiotics. On (B)(6) 2025 the patient was taking antibiotics. The patient was having dyskinesia no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.